Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced headache and blurred vision. CT scan confirmed the leads were intrathecal. As a result, the leads were explanted and replaced on (B)(6) 2015. Follow-up revealed the issue was resolved by surgical intervention and the patient was doing well. The patient had two leads. The lead information is not available at this time.